Event description:
A hole was noted in the back of foley bag. The two circles that are indented and where rigid plastic is secure allowed for urine to stream out. The bag was changed. This was a difficult foley insertion. The bag was saved and sent to bard.